Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Event description:
It was reported that the serial number of the blood glucose monitor was one of the affected meters in the umdr letter. Based on the serial number on the label on the back of the device, the blood glucose monitor should be reading in mg/dl. The customer alleged that she discarded the meter and the box and she does not recall what unit of measure the meter displayed.